Event description:
It was reported that patient presented remotely via merlin@home transmission. Upon review, the patient's implantable cardioverter defibrillator(ICD) received an alert for charge time limit reached. The ICD was explanted and replaced. The patient was stable.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The high voltage capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was not found. The root cause of the extended charge time is undetermined.